Event description:
Report received indicated that during a percutaneous transluminal angioplasty to a calcified superficial femoral artery (sfa) balloon was reported to have ruptured longitudinally. The balloon was retrieved through the sheath and there was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.